Manufacturer narrative:
Mfg. Review: a review of the mfg. Lot build database for the reported lot # 3275470 (mfg. 06/2016) shows 28000 units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Device return: one used tego connector was received. Although requested the involved mating/access devices were not returned. Engineering analysis : visual inspection (pre and post decontamination) recorded residual blood was observed between the tego body and seal sheath. Pressure testing performed on the tego connector recorded leakage. Additional analysis performed to evaluate potential cause(s) of the leakage. The tego connector was disassembled and the internal componentry was evaluated. The report noted internal damage to the one piece seal at the main seal interface. This condition most likely occurred during the molding/assembly processes. Findings: testing and analysis of the returned tego connector confirmed the reported leakage issue. Corrective and preventative actions: a detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal component anomaly was attributable to the manufacturing /molding operation. Corrective actions have been identified, qualified and implemented.

Event description:
Int'l. ((B)(6)) complaint received reporting flow/ leakage issues with use of unspecified dialysis set-up and d1000 tego connectors. The initial information received reports the event as follows ".. Tego was placed according to protocol and connected. Number of treatments after placement of tegp 1 x 30 minutes. After connection little foam in the line was visible, staff thought the foam could be a result of a limited flow. Lines the other way around connected, after second check after 30 min blood spot visible in t-shirt of patient. Tego was immediately disconnected. .... No injury occurred. No extra treatment like transfusion was necessary."